Manufacturer narrative:
(B)(4). Concomitant medical products: 00875101136, liner neutral 36 mm i.d. Size jj for use with 54 mm o.d. Size jj shell, 61724095, 00875705402, shell with multi holes porous 54 mm o.d. Size jj for use with jj liners, 61576630, 00801803602, femoral head sterile product do not resterilize 12/14 taper, 61801416. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03211. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [discarded]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's hip has been indicated for revision due to dislocation and pain. Stem was revised with depuy products. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.